Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 161 mg/dl. The customer was assisted with troubleshooting. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer states the display returned to normal. Customer states the pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test.